Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph noted a dark reddish brown spot located on the device tubing line; however, it could not be determined if the spot was inside or outside of the device tubing. The reported particulate matter was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that there was a red mark on the tubing of a small volume folfusor. This was noted while filling the device. There was no patient involvement. No additional information is available.